Event description:
New information received noted that the error message was discovered during follow-up in the clinic. Programming changes were made. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the pacemaker exhibited error message. There was no information about the patient's condition and intervention.